Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure. The procedure was delayed less than 20 minutes, and it was completed after the button had been disabled several times. The philips remote service engineer (rse) analysed the system remotely and confirmed that the systems x-ray had been automatically disabled. Upon troubleshooting actions, the rse identified that the table side module (tsm) was contaminated with dirt and contact fluid, which causing the reported issue. To resolve the issue, the customer had cleaned the touch screen module and removed the fluid. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's ability to x-ray was automatically disabled, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.